Event description:
Reporter stated she had the er1 message. Reporter retested but felt she may not have had enough blood on the test strip to begin with. Retested blood glucose was "around 250 mg/dl".